Event description:
It has been reported that one bd¿ syringe plastipak 20ml s/su has been found with the syringe tip breaking during use. The following has been provided by the initial reporter: when connecting the needle 40x12 in the syringe, the tip broke. Additional information: the incident was noticed before the use. The professional identified the defect in the moment of preparation of the syringe to the procedure. There was no damage to the patient/health professional. There was no exposure of blood or chemotherapy to the skin or mucous.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the occurrence was observed. The sample sent by the customer was not possible to observe the reported defect. The picture provided was verified and it was possible to observe syringe tip breakage. However, without the incident sample it was not possible evaluate the occurrence and determine the root cause. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe plastipak 20ml s/su has been found with the syringe tip breaking during use. The following has been provided by the initial reporter: when connecting the needle 40x12 in the syringe, the tip broke. Additional information: the incident was noticed before the use. The professional identified the defect in the moment of preparation of the syringe to the procedure. There was no damage to the patient/health professional. There was no exposure of blood or chemotherapy to the skin or mucous.